Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call indicating that patient insulin pump had a drive/motor anomaly. Customer's blood glucose at time of incident was unknown. Customer's father requested to send the oow letter. The customer father thinks that the piston makes strange sounds during rewind process, the pump is oow, we agreed to send the oow letter.